Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera had was producing a blurry image. The problem was discovered during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Please refer to the following sections for the new information: g3, g6, h2, h3, h4, h6, and h11. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty charged coupled device. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the autoclavable camera had was producing a blurry image. The problem was discovered during reprocessing. There were no reports of patient harm.